Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic rectosigmoidectomy procedure, the device able to be fired without issue however when the surgeon performed leak test, an air present on the staple line. To resolve the issue the surgeon had to over-sew the staple line. The patient had a post operative anal fistula.